Event description:
Procedure type: laparotomy. According to the reporter: during the laparotomy, the duodenal stump leaked through the staple line. The duodenum was dissected again and another gia stapler was fired. Intestinal content leakage appeared immediately. The patient died on (B)(6) 2012 as a result of a septic shock.

Manufacturer narrative:
(B)(4).